Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 16mm, catalog #: 42512400416, lot #: 63756949. Persona revision offset splined uncemented stem extension 3mm x 13mm x +135mm, catalog #: 42560313513, lot #: 64642627. Persona revision cemented tibial tray left size c, catalog #: 42542006401, lot #: 64334622. Persona revision offset splined uncemented stem extension 6mm x 12mm x +135mm, catalog #: 42560613512, lot #: 64783533, persona revision central tibial cone, catalog #: 42545000508, lot #: 64643004. Persona revision cemented tibial augment half block left lateral size cd 10mm, catalog #: 42555803110, lot #: 64664285. Persona revision cemented tibial augment half block left lateral size cd 10mm, catalog #: 42555803110, lot #: 64661873. Unknown palacos bone cement. H6 - component code - proposed code is mechanical (04) - femur. Medical records provided were reviewed by a health care professional and confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00975.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address pain, instability, swelling and effusions approximately three (3) years following the patient's last knee procedure. During the revision, significant scar tissue was identified. The articular surface was exchanged for a larger size and the surgery was completed without complication. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the patient was being revised for increasing global instability over the previous six (6) to nine (9) months. Upon examination, the patient had about five (5) degrees of recurvatum and significant instability at terminal extension with about one (1) centimeter of coronal plane instability. During the procedure, significant scar and fibrotic tissue was debrided. All implants were examined and appeared stable and the articular surface was replaced with a larger size with no intraoperative complications noted.